Manufacturer narrative:
A replacement power supply was sent to the customer and return of her original power supply was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated the power supply housing came apart and smelled like fire when she tried to remove it from the wall outlet. Additionally, she indicated the burn from touching the hot power supply did not require medical treatment. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4), which was trended as part of the effectiveness check for (B)(4), which found that the power supplies were being damaged during shipment from the manufacturer to medela. As a part of routine continuous improvement activities, the rev n power supply was replaced with a rev p power supply, manufactured under a revised design and by a different manufacturer.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that the power supply for her pump in style breast pump had an electrical smoke odor and the housing had broken apart. She additionally alleged that the power supply was hot and burned her finger when she touched it.